Event description:
Received an electronic report from a foreign country hemodialysis user facility who has reported that when heated up the arterial bloodline became soft and a kink was noticed. The initial reporter stated that at the same time of the event, the machine alarmed and detected the event. For this event a new arterial line was set up on the machine for continuation of the prescribed therapy. This patient did resume dialysis but did not complete the entire therapy because the patient didn't want to stay any longer. The reporter stated the reason the patient did not complete the entire dialysis treatment was because of the extended time. The patient was discharged to home. A sample is available for an evaluation.